Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor memorygel breast implant 275cc gel catalog# 3507275bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent primary breast augmentation with mentor memorygel breast implant 275cc gel breast prostheses. It was reported that an MRI diagnosed the left prosthesis had ruptured. As a result, the patient underwent explantation on (B)(6) 2018. At this time of the report, mentor has received no information regarding replacements.

Manufacturer narrative:
On 4/13/2018, mentor became aware that the correct date of implantation was (B)(6) 2005. Mentor also became aware that the replacement devices were: mentor memorygel breast implant 275cc gel catalog #3507275mc sn #(B)(4) and mentor memorygel breast implant 275cc gel catalog #3507275mc sn #(B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. During examination, product evaluation observed a crease and a shell abrasion area on the posterior aspect, suggesting in-vivo folding or creasing of the device. A rent measuring approximately 1.5 was observed within the crease and shell abrasion area. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 272530 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).